Event description:
According to the reporter: occurred during a laparoscopic nissen fundoplication. While using the suturing devices, the needles were breaking off. Three devices had to be used to complete the procedure. No known impact or harm to patient. Patient status is alive, no injury.